Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was stated that the device had a screen message for high pressure and unable to turn off the alarming pump. The adverse experience of the patient was an interruption in remodulin infusion. Patient was unsure how long he has not been getting remodulin, starting to feel anxious and whoozy. It was stated that batteries were removed. Back up pump stops and then automatically restarts. Volume on pump was decreasing but alarms high pressure. Placed cassette on back up pump, qsyte changed, tubing was on backwards, and corrected pumps are not resolving high pressure. The patient admitted to emergency room due to pump malfunction. The patient began therapy with remodulin (treprostinil sodium, concentration 2.5 mg/ml) for primary pulmonary arterial hypertension. The current dose was reported as 0.080 g/kg, continuous via intravenous (IV) route.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.